Event description:
It has been reported that the intern in the ICU was passing the catheter onto the guide wire. Once the catheter was in place he attempted to withdraw the wire and was not able to. The guide wire remained wedged in the catheter. As a result, he removed the catheter and wire as one and another kit was opened and placed without incident. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). This event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if additional information becomes available.